Event description:
It was reported that during a follow up in clinic, loss of vibratory alerts was noted on the device, suspected to be associated with use in an MRI environment. Abbott technical support was contacted and confirmed MRI settings had been previously enabled, however, could it could not be confirmed if it coincided with the most recent MRI scan. No intervention has been performed at this time. The patient was in stable condition.